Event description:
During this left total hip replacement, the plastic piece of the cup inserter instrument broke while in use. All pieces were retrieved and an x-ray was taken intraop; no pieces were seen on x-ray. Rep is aware and will take broken piece.